Event description:
Information received from the field does not address the patient's clinical status but notes <200 ohms bipolar and unipolar lead impedance one day post generator implant. The physician opened the pocket and replaced the pulse generator. The lead impedances were still low. The new generator was left in place and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received